Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the proximal left anterior descending artery. The opticross hd imaging catheter was advanced towards the lesion with imaging turn on. However, the catheter became twisted. The catheter and guidewire were removed using the standard method and the procedure successfully completing using another of the same device. There were no patient complications.